Manufacturer narrative:
(B)(4). Product registration - correction b5: describe event or problem - additional information d4: catalog no - correction d4: serial no - correction d4: lot no - correction primary UDI number - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2 type of follow up: additional information/ device evaluation/ correction h3: device evaluated by mfg- additional information h5: labeled for single use - correction h6: additional information.

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was confirmed. The probable cause could not be determined. Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. No injury or medical intervention was reported.

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was confirmed. The probable cause was determined to be the app exceeding the limitation of the number of tasks allowed to run in the background. Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.